Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead was returned in three pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found multiple internal abrasion breaching the superior vena cava, inner coil lumen, unknown cable lumens and the ptfe liner at the middle region of the lead. Destructive analysis was performed and found multiple internal insulation abrasion breaching the superior vena cava cable lumen, unknown cable lumens, inner coil lumen and ptfe liner underneath the superior vena cava shock coil with one of superior vena cava etfe cable was also found abraded. The cause of the internal insulation abrasion found underneath the superior vena cava shock coil was due to external forces.